Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/18/2022. H.6. Investigation: customer returned (1) loose safetyglide syringe without any packaging. The sample was examined and exhibited the same issue as shown in the returned photo. There are no scale markings present on the syringe. A review of the device history record was completed for batch # 1076597. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted for missing print. Based on the images received, bd was able to confirm the customer¿s indicated failure of scale markings missing. Root cause: quality notification was created for missing print. CT printer was out of time causing there to be missing print on the syringe barrel. H3 other text : see h.10.

Event description:
It was reported that bd safetyglide¿ insulin syringes lacked scale markings. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: "before using the product, it was found that the syringe had no scale. The product is not contaminated."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ insulin syringes lacked scale markings. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: "before using the product, it was found that the syringe had no scale. The product is not contaminated."